Manufacturer narrative:
Investigation summary: the sample had a CT value between 0-5. Through investigation it was found that the customer was using an outdated procedure and was not diluting samples with a CT value of 0-5. An updated product insert was provided to the customer as well as going over the dilution procedure for these types of samples. Root cause: customer not using correct procedure. Source: email.

Event description:
Customer reporting 1 false negative sars result for a likely symptomatic patient. Customer communicated the result was confirmed positive by an otc rapid antigen assay and pcr. The amplification curves of the patient sample showed high background at cycle 1 and produced a low CT value.